Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial (B)(4) from the 18th of june 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The st aia-pack progesterone analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack prog, the highest concentration of progesterone measurable without dilution is approximately 40 ng/ml, and the lowest measurable concentration is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported issue unknown and could not be duplicated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported discrepant prog iii and bhcg results on two patient samples (refer to MFR report #: 8031673-2018-00806 / 3005529799-2018-00806) on their aia-900 analyzer. Customer ran a patient sample for prog iii with an initial result of 0.16 ng/ml. The result was not reported out of the lab, but was questioned by the customer and it was rerun. The customer reran the prog iii patient sample a 3rd time and obtained a result of 16 ng/ml. The customer indicated that samples are drawn in tier tops and clot serum tube and run the same day. The technical support specialist (tss) was informed that the bio rad quality controls (qc) were within range. A precision run was requested by the tss for prog iii and bhcg. The customer only ran a precision study bhcg and the coefficient variation (cv) was 1.5% and the cv criteria was <10%. The cv is such that it does not indicate that there is sampling issue. The tss advised the customer to perform wash probe maintenance and bleach cleaning procedure on the instrument. The customer has been running patient samples after this event and has been unable to duplicate the reported issue. There was no indication of any patient intervention or adverse health consequences due to the discrepant prog iii result.